Event description:
It was reported that the lense on the tip of the scope is missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The following repair diagnostic codes were identified: outer tube damage. Chipped negative. This does confirm the alleged failure mode of [missing lens]. Probable root cause: contact with shaver, rf probe or other instrument. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the lense on the tip of the scope is missing.